Manufacturer narrative:
A complete analysis and testing of 4 opened and used enlite sensors. 1 of 4 sensors failed for high readings, 3 remaining sensors passed per specifications with accurate readings. Unable to confirm the adhesive anomaly due to the sensor was returned opened and used.

Event description:
It was reported that the customer had a low blood glucose level but not hospitalized. The customer blood glucose level was 42 mg/dl. The customer stated that the sensor readings were not accurate from the same lot. It was explained to the customer the difference between sensor glucose and blood glucose. The trouble shooting was performed. The customer was advised that do not calibrate on a sensor alert. The customer was advised that we will ship a replacement sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.